Event description:
While trying to deploy cypher stent, stent would not go down artery. When trying to bring stent back out, stent would not easily re-enter guide. When stent was pulled into guide, stent came off balloon and was sitting undeployed in left main. Staff used a retrieval loop catheter and then was able to grasp stent and bring it around aortic arch and into descending aorta. Stent again was lost. At end of case staff again located stent and again attempted retrieval but staff unable to get it. Stent was left in mid aorta and documented on "cine."